Event description:
It was reported that during the stent treatment procedure post intravascular ultrasound (ivus), a tip. Detachment occurred. Access was obtained via the femoral artery with a 7fr 10cm guiding introducer. The 90% stenosed lesion was located in a calcified and moderately tortuous common iliac artery (cia). Pre-ivus was performed with the .018 atlantis imaging catheter on a v-18 guide wire. The imaging catheter was removed and a 9.0 x 25mm expressed stent was implanted without incident. Post-ivus was performed. Once the .018 atlantis imaging catheter was removed from the body, the distal tip separated from the rest of the catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: during the device analysis the following things were observed: the distal tip end of the catheter was detached at the ro marker, the distal end of the catheter appears stretched at the detached location, 0.6cm of the distal tip end was detached when the device was received,and during image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during the stent treatment procedure, post intravascular ultrasound (ivus), a tip detachment occurred. Access was obtained via the femoral artery with a 7fr 10cm guiding introducer. The 90% stenosed lesion was located in a calcified and moderately tortuous common iliac artery (cia). Pre-ivus was performed with the .018 atlantis imaging catheter on a v-18 guide wire. The imaging catheter was removed and a 9.0 x 25mm expressld stent was implanted without incident. Post-ivus was performed. Once the .018 atlantis imaging catheter was removed from the body, the distal tip separated from the rest of the catheter. No patient complications were reported and the patient's status is good.